Event description:
The manufacturer received information alleging a trilogy evo, international device failed the internal flow verification during functional testing of equipment. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, international device at the manufacturer's service center, tests were performed as part of the diagnostic process for a remedy. The device's blower and circuit board were replaced, but the failure persisted. The technician replaced the device's machine flow sensor. The functional test was repeated, and the equipment passed all the tests satisfactorily. It has been determined that the root cause of the failure is associated with the machine flow sensor.